Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of ventricular fibrillation was noted on the ventricular sense amp channel showing noise causing oversensing. The noise led to detection of vf and charging but therapy was aborted. All lead measurements were stable and in-range. The patient was asymptomatic. Prior to right ventricular lead revision, fluoroscopy was performed and externalized conductors were observed between the svc and rv coils. The rv lead was capped and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.